Event description:
Boston scientific crm rec'd info that this right ventricular (rv) lead was explanted after the pt experienced tricuspid regurgitation. During the initial explant attempt, the lead could not be removed, and a locking stylet being used for the explant procedure could not be removed from the lead. The stylet was cut and left in the lead, pending a surgical explant five days later. Subsequently, it was reported that the guidant rv lead had become adhered to the pt's tricuspid valve; the lead was successfully explanted and the valve was surgically repaired, and a competitor's epicardial lead and patch were implanted. A boston scientific crm field rep reported that the device's pacing therapy was turned off two days after surgery, with no add'l info available to him. The pt expired 1-2 days later, with no add'l info immediately available.

Manufacturer narrative:
Not returned. The boston scientific crm field rep is attempting to obtain add'l info regarding the reported events and the pt's official cause of death. This event will be updated if add'l info is rec'd.